Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a lost sensor alert. The blood glucose reading was 445 mg/dl. She stated that she changed the infusion set and treated with a bolus. She stated that the sensor was fully inserted and flat against the skin. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.